Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported finding 2 pen needles bent non patient end after placed onto her pen. Clogged for flow check could not use for injection consumer reported 1 pen needle straight but clogged during flow check lot # 2152813. Catalog# 320555. Date of event 04/19/2023 = 1 pen needle - clogged. Date of event unknown other day = 2 pen needles bent non patient end.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported finding 2 pen needles bent non patient end after placed onto her pen. Clogged for flow check could not use for injection consumer reported 1 pen needle streight but clogged during flow check. Lot # 2152813. Catalog# 320555. Date of event (B)(6) 2023 = 1 pen needle - clogged. Date of event unknown other day = 2 pen needles bent non patient end.